Event description:
Reporter indicated a patient that was initially implanted with the vns on (B)(6) 2012 was experiencing a lead-pulling sensation, pain in the neck with vns systems diagnostics testing, hoarseness, and dysphagia. The lead is visible beneath the skin. The generator was not enabled, and the patient was placed on prophylactic antibiotics. X-rays were received by the manufacturer which illustrated profound twiddling of the lead at the generator site, indicative of patient manipulation of the lead. On (B)(6) 2012, the patient was seen by an ent physician and diagnosed with left vocal cord paresis. On (B)(6) 2012, the patient had vns lead replacement surgery performed. Attempts for return of the explanted vns lead are in progress.

Event description:
The complete explanted lead assembly was returned in two pieces for analysis on (B)(6) 2012.the condition of the returned the lead, in general, is consistent with conditions that typically exist following manipulation of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
X-rays were received and reviewed by the manufacturer.it cannot be determined from the image if the lead connector pin is fully inserted into the generator connector block, or the lead wires are intact at the connector pin. The entire lead is visible and can be seen tightly wound up near the generator, which points at patient twiddling. No acute angles or obvious lead break could be identified in the visible portion of the lead.